Event description:
Part of the coating was detached from the sheath of the wire during a cystoscopy. The part was believed to be flushed out of the system, which was then unable to retrieved. Pt did not require any add'l procedures due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.